Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The patient underwent the ascend tsa surgery on (B)(6) 2018. Humeral dislocation and a recurrence of rotator cuff tears occurred in (B)(6) 2019 and the patient still complains of pain. A revision surgery is scheduled on (B)(6) 2019.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Surgery on (B)(6) 2019: allogeneic bone was implanted (all prosthetic components remained implanted). Information provided on (B)(6) 2019: a revision surgery to reverse shoulder arthroplasty was performed on (B)(6) 2019 with removal of all the components implanted in (B)(6) 2018.